Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type standard bore catheter extension set leaked. During an unspecified infusion, ¿the threading at the patient connection site¿ cracked, resulting in a loose connection of the tubing to the patient and therefore leaking medication. The solution was prescribed for sedation; consequently, the solution leak caused the patient to be under-sedated, resulting in tachycardia and hypertension until the leak was discovered. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph provided, the luer was observed to be broken. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.